Event description:
During insertion of radial artery catheter, portion of catheter broke off and lodged in soft tissue of pt's wrist. Baystate medical center submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary information received by baystate medical center which baystate medical center has not has the opportunity to investigate or verify prior to the reporting date. Baystate medical center has not conclusively determined the caused of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.